Manufacturer narrative:
This complaint was confirmed by the service repair technician (srt). The srt replaced the over-temp thermostat in the cooler heater. With the thermostat replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during functional testing of the device at the service center, the over-temp thermostat was not functioning correctly. This cooler heater is part of technical supports test equipment. There was no patient involvement.